Event description:
It was reported that after a surgery the patient developed a collapsed lung (pneumothorax) which had to be further monitored. It was reported that the surgery was on the right shoulder and the pneumothorax occurred ipsilaterally. It was confirmed that the procedure was completed successfully. As a result of the pneumothorax, the patient experienced acute respiratory failure, however, no other interventions for the pneumothorax were performed beyond observation in the step-down unit. It was also reported that subcutaneous emphysema was noted after the surgery. During the surgery, the patient was positioned half-sitting, no complications with the anesthesia occurred, and the intraoperative airway pressure was maintained stable though the procedure. The patient did not have other underlying lung diseases. It was further reported that it is unknown if an arthrex tubing was used however the used tubing was scrapped.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.